Event description:
It was reported that during the implant attempt, it was not possible to deploy the right ventricular lead helix after being retracted. The lead was not used, and another lead was attempted. The second lead displayed as slight cant at the tip, and the physician decided not to use the lead. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. The helix was found to be disengaged from the helical channel, and blood was found in/on the helix/lobe mechanism. (B)(4). The full lead was returned and analyzed. No anomalies were found.